Manufacturer narrative:
The following field has been updated with additional information: b5. Describe event or problem: report 3 of 3. It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 and flu a+b, one (1) negative patient result was obtained. The patient was sent to a hospital laboratory for retesting using pcr and a flu a positive result was obtained. There were no health impact or consequences reported, as treatment was determined once the pcr results were received. (B)(4).

Event description:
Report 3 of 3. It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 and flu a+b, one (1) negative patient result was obtained. The patient was sent to a hospital laboratory for retesting using pcr and a flu a positive result was obtained. There were no health impact or consequences reported, as treatment was determined once the pcr results were received. (B)(4).

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. Customer indicated specimen was collected within the month of (B)(6). The information for the 510k is as follows: g4. PMA/510(k)#: eua(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 3. It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) negative patient result was obtained. Repeat testing was performed on the veritor analyzer with the same test cartridge, as well as visually interpreted. In addition, the patient was sent to a hospital laboratory for retesting using pcr, and the patient was positive on a full respiratory panel. There were no health impact or consequences reported, as treatment was determined once the pcr results were received. Eua(B)(4).

Event description:
Report 3 of 3 it was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) negative patient result was obtained. The patient was sent to a hospital laboratory for retesting using pcr and a flu a positive result was obtained. There were no health impact or consequences reported, as treatment was determined once the pcr results were received. (B)(4).

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 03-apr-2024 h3. Device eval by manufacturer- yes investigation summary - this statement summarizes the investigation results regarding a complaint that alleges false negative when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 4220863. The customer reported that they had three instances of the veritor kit returning a negative result, but was positive for flu a when sent through pcr testing. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos were received. There were return samples received and functionally tested. The results were passing and acceptable. The reported issue was unable to be confirmed. A trend analysis for false negative was conducted, no adverse trend was identified. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.